Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise over-sensing which resulted in inappropriate mode switch and pacing inhibition. It was also noted that the ra lead exhibited damage in insulation which was able to be confirmed via visual examination. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.